Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was kept failing. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 5.1 was not detected on the bus. A field service engineer (fse) powered down the station and disassembled the drawer. While the drawer was disassembled, the fse replaced the row tray and reseated the retractor band cable at both the drawer and module controller. The row board cable was also reseated at the drawer controller and the individual row boards. After reassembling the drawer and powering the device back on, drawer functionality was verified through diagnostics. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h imdrf annex a grid & imdrf annex g grid & imdrf annex c grid and unique identifier UDI a supplemental MDR was submitted to reflect the correct imdrf codes and unique identifier UDI.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was kept failing. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.